Event description:
It was reported that the coblator cii unit failed intraoperatively, coblation/ablation function was out of order. Procedure was completed with a back-up device. However, the issue resulted in a surgical delay of greater than 30 minutes. No patient injury or other complications have been reported.

Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. Visual inspection revealed the front panel of the returned device was loose. Functional evaluation revealed that the fuse was blown, changed out the fuse to test and it performed as intended and exhibited no functionality issues during the testing process. The ablation and coagulation voltage output readings were within specified ranges. The complaint was verified and the root cause was determined to be due electrical component failure. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event includes: a power surge or power interruption to the subject controller. Using an improper power cord or improper extension cord, or a loose power connection. An issue with one of the concomitant devices in use at the time of this complaint event. Electrode wear on the used wand which could lead to diminished functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.